Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported that prior to a vitrectomy procedure the system failed and the illumination probe was not working. There was no system message displayed. The case was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. No illuminator sample was returned for evaluation for the report of the illuminator not working; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. All fiber optic light guide products are tested for light transmittance and are 100% visually inspected and pull tested to insure secure components during the manufacturing process. Because a sample was not returned by the customer and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).